Manufacturer narrative:
No additional information is available at this time due to ongoing litigation. Should additional information become available, it will be provided in a supplemental report.

Event description:
Plaintiff alleges the right rejuvenate hip implanted on (B)(6) 2010. On (B)(6) 2011, plaintiff underwent a revision surgery in which the acetabular cup was explanted and reoriented with a stryker dual mobility cup, adjusted and then re-implanted

Manufacturer narrative:
An event regarding revision and reorientation involving a trident psl shell was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed because the device was not provided for analysis. -medical records received and evaluation: not performed because medical records were not provided. -device history review: indicated all devices accepted into final stock met specification. -complaint history review: indicated there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided for review. Further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause.

Event description:
Plaintiff alleges the right rejuvenate hip implanted on (B)(6) 2010. On (B)(6) 2011, plaintiff underwent a revision surgery in which the acetabular cup was explanted and reoriented with a stryker dual mobility cup, adjusted and then re-implanted